Event description:
It was reported that failure to capture was noted on the left ventricular (lv) lead. A chest x-ray was performed and dislodgement was noted. The physician elected to explant the lv lead. The patient condition was stable.